Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a hole in the hose. The device was being used during surgery. There was no injury reported. It is unknown of medical intervention or surgical delay occurred. There is no additional information provided.